Manufacturer narrative:
The device was not properly reprocessed prior to being sent in for evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to wear of the forceps elevator, lock engagement lever, the upward/downward angulation control knob could not be locked securely. The upward/downward angulation control knob had a scratch. The suction cylinder had discoloration. The suction connector was damaged. The position of the charged coupled device cable limited length for repair. Due to a pinhole on the channel tube, water tightness was lost. Due to a pinhole on the air/water tube, water tightness was lost. The acoustic lens was damaged. The distal end was deformed. The adhesive around the objective lens had a crack. The light guide lens had a crack. The adhesive on the bending section cover had a crack. The connecting tube had a scratch and coating peeling. Due to wear of angle wire, the bending angle in the up direction did not meet the standard value. The bending tube was damaged. The universal cord had a scratch. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope distal end was leaking. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap of adhesive on the distal end and a stain entered inside the lens through the gap. There was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction (gap between the acoustic lens and the ultrasound probe) occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: " caution ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd (charged couple device) damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.